Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: after infusing for 5 hours, the caresite cracked. Chemotherapy being infused was (5fu) fluorouracil. No injury reported.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Four (4) used sample with 2 opened packages were returned in conjunction with this complaint. Visual examination noted a crack on the female thread for 3 samples. No other visual defects were noted. The 4 caresites were pressure tested per specification. The 3 caresites which had a crack on the female thread were noted to leak during test. The other 1 caresites passed the pressure test. Three of the four returned samples confirmed the reported complaint of leakage. Due to this complaint and other confirmed complaints of this nature, b. Braun medical has initiated a corrective action/ preventative action (CAPA) to address the issue of "leakage" involving the caresite valve. Review of the discrepancy management system database performed for the reported lot number did not reveal any abnormalities or non-conformance of this nature. We will maintain this report for further references and continue to monitor other reports for similar occurrences.